Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced unconscious. Customer¿s blood glucose was 61 mg/dl at the time of incident. Customer also reports broke ankle and foot during this time. Customer treated with sugar pills. Customer states insulin pump was suspend before low and suspend on low. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
It was reported via phone call that the customer was treated in the emergency room due low blood glucose levels. The customer stated that she treated her low blood glucose with sugar pills prior to losing consciousness on the first occasion. The customer stated that she treated with juice on the second occasion. The customer declined the offer to troubleshoot at the time of the call.